Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, elevator channel inlet loose and leaking was noted. In addition, probe unit pink rubber cut, lg cover, the bending section cover glue chipped, clogging affecting flow and forceps cover glue peeling at the distal end was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope has a loose water auxiliary port during reprocessing. During a standard service inspection of the customer returned device, the lg cover and forceps cover glue peeling at the distal end was noted. In addition, the probe unit was found to be cut and loose. This report is to capture the reportable malfunction noted at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the light guide cover, forceps cover glue peeling, probe unit cut and loose is due to external force applied to the distal end and ultrasonic probe by handling. In addition, it was confirmed that the phenomenon was not caused by the product or the manufacture, and that there were no problems with the safety. The instructions for use (IFU) states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.